Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she left the insulin pump is suspend and it alarmed button error. Customer stated the device also had condensation and she left it near the air conditioner to dry. Customer's blood glucose was 353 mg/dl. Customer reported the device might have gotten splashed, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked display window corner, reservoir tube lip and minor scratches on the display window.